Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and the curve of the catheter was stuck/jammed in a fully deflected position. Deflection issue occurred. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 11-jan-2024. The curve of the catheter was stuck/jammed in a fully deflected position. The knob/piston could be pushed up and down. No difficulty in removing the catheter. This event was originally considered non-reportable, however, bwi became aware of the curve of the catheter was stuck/jammed in a fully deflected position on 11-jan-2024 and have reassessed the event as reportable.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The curve of the catheter was stuck/jammed in a fully deflected position. The knob/piston could be pushed up and down. No difficulty in removing the catheter. The picture investigation was completed on (B)(6) 2024. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the photo was observed blurred and at this time. It is not possible to determine a stuck deflection issue based on the photo. The photo does not provided sufficient information related to the customer complaint. Therefore, no results can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. Deflection issue occurred. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The curve of the catheter was stuck/jammed in a fully deflected position. The knob/piston could be pushed up and down. No difficulty in removing the catheter. The bwi product analysis lab received the device for evaluation on 04-mar-2024. The device evaluation was completed on 08-mar-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection stuck condition was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)